Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Event description:
It was reported that signal loss of over one hour occurred for the g7 wearable with serial number (B)(6). However, data for the g7 wearable with serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).